Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue during the load process. In addition, it was reported that the customer experienced elevated blood glucose levels (approximately 600 mg/dl). Contact declined to provide any additional information on the reported issues and declined to perform troubleshooting with tandem technical support.